Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. One (1) 8 fr angio-seal vip device was returned for evaluation. The returned sample includes the hemostasis sheath, carrier tube and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock, deploying the anchor from the device. The device is reset to rear lock, posting the anchor on the device tip. The anchor is manually pulled, deploying the anchor, collagen, and tamper tube. The complaint can be confirmed for a nondeployment device pullout. The returned device contained the anchor in the device tip and was able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that during patient closure at the end of the procedure, the cartridge housing of the angio-seal vascular closure device was found to be empty. The device did not contain a footplate or collagen plug. No blood loss was reported. There was no patient injury, and no medical or surgical intervention was required. Additional information provided on 24 jun 2025: there was no difficulties with arterial access, sheath insertion, guidewire placement, or catheter insertion. The issue of missing anchor and collagen was attributed to the entire device being unintentionally removed from the patient when pulled back to set. No issues were noted with insertion, deployment, or withdrawal of the device aside from the device pullout. A pre-deployment angiogram was performed. The patient's condition remained stable throughout the procedure. Hemostasis was achieved using manual pressure. No additional equipment or devices were used in conjunction with the product.